Manufacturer narrative:
Beginning may 31, 2012, us and canadian customers were sent an urgent patient safety advisory informing them of the need for proper care and preventive maintenance of their zimmer air dermatome. Customers were informed that improperly maintained instruments may cause donor site injuries or result in damage to the graft. Customers were requested to contact zimmer to schedule maintenance for the device in accordance with the instructions for use. The device was returned to the manufacturer for repair and evaluation. The service record indicates that the device is 21 years old and was last returned to the manufacturer for repair on (B)(4) 2006. Investigation of the device identified a damaged head control bar. The device was out of calibration specifications at the zero and 30 thickness setting on specifications, but was erratic. The cause is most likely due to the user not maintaining the device per preventive maintenance and handling according to the instructions for use. The zimmer air dermatome should be returned every 12 months and the hose every 6 months for inspection and preventive maintenance. Annual factory calibration checks are strongly recommended to verify continued accuracy. The device was serviced and returned to the customer.

Event description:
It was reported that the zimmer dermatome was not cutting the skin evenly. Additional clinical follow up with the hospital indicated that the unit was not cutting the tissue evenly during a procedure and the procedure was completed with an alternate, immediately available unit. There was no report of any harm, delay of procedure start, increased surgical time, medical intervention, or additional harvest needed.